Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device was being used to staple the tissue under the appendix. The cartridge fell out when fired and there was a bleed. There was no measurable amount of blood loss. Another device was used to stop the bleeding and complete the case. There was no adverse consequence to the patient. (B)(6).

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The reload was loaded on the device without any difficulties noted and did not fell out. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.